Event description:
Allegedly the ex-fix became loose.

Manufacturer narrative:
Investigation is not complete. Medwatch 3500a received from the user facility is attached. This is the same event as 1043534-2008-00310, 00311. This report will be updated when the investigation is complete.